Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 6.5x15mm herculink elite stent came off the stent system in the patient anatomy and the physician was unable to retrieve it. No further information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed. The investigation was unable to determine a cause for the reported dislodgement. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.